Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date on: (B)(6) 2013. Inratio meter = >7.5, reference = 2.0, mean = na, confidence limits = na. The inratio >7.5 and comparative system less than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 304241 on (B)(4) 2013. Results as follows: donor (B)(6) 1.9: inratio: 1.9, inratio: 1.8, inratio: 1.9, ref.: 1.79, bias thresh: 1.29 - 2.29, %cv: 3.09; donor (B)(6): inratio: 2.3, inratio: 2.0, inratio: 2.1, ref.: 1.87, bias thresh: 1.37 - 2.37, %cv: 7.16. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests for patient 4 revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. One discrepant result complaints were reported for lot # 304241 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Date on: (B)(6) 2013, inratio: >7.5, lab: 2.0. Time between testing was reported as within 3 hours. Patient's therapeutic range is 2.0 - 3.0.